Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a power error detected alarm. The customer¿s blood glucose was 40 mg/dl at the time of incident. Customer stated that the insulin pump alarmed power error detected and no significant event leading to the alarm was observed. Customer also reported to have experienced a low blood glucose of 40 mg/dl and declined troubleshooting. Customer did not mention any form of treatment for the low blood glucose reading. The customer was advised to monitor and call back if issue recurs. The insulin pump is not expected to return for analysis.